Event description:
On (B)(6) 2015, the on-call dentist was leaving the clinic and noticed a strange chemical smell, similar to a burnt plastic. The smell was coming from the dipc (dental instrument processing center). Steam was leaking from the top of the steris washer and the room was slightly foggy and the washer was still running. The on-call dentist immediately stopped the washer by pressing the panic button and called the flight chief to inform him of the situation. Since the machine was off, there wasn't anything on the screen of the machine, but there was still air noise coming from the washer. The flight chief arrived on scene and turned the yellow valve handle (above the washer/disinfector) to close. The air then stopped coming out of the top of the washer. The flight chief called the bmet (biomedical maintenance equipment technician) and described the situation to him. It was determined that situation was under control and the machine was left overnight night. The next morning, (B)(6) 2015, the bmet assessed the situation. The smell of circuit burn was very intense, so he called steris to place a repair work order. Later on that day, the steris service engineer called to set up a visit for next morning. On (B)(6) 2015, the steris service rep and the bmet assessed the washer and realized that the burning smell was actually a fire that had started at the bottom of the washer. The high tension power relay c4 got stuck in the on (energize) position making the heaters stay on. This caused the wires to melt which most likely caused the short starting the fire. The fire was contained under the bottom chamber. After all burnables were consumed, the fire extinguished itself. No fire alarms were tripped, no one got hurt. Steris is conducting an investigation.